Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion; however, upon the first inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.